Manufacturer narrative:
Additional information: b5, d6a, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, it was found that the blue (venous) luer adapter had a crack (blue end) and leak. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other defects/damages visible on the product at the time of the event. Flushing was performed with normal results. The catheter was repaired, and tego was not utilized. There was no instrument used to loosen or tighten the device. Normal saline was the cleaning agent used on the device. The insertion site was disinfected and wiped with betadine prior to product placement. Bloodline was the other product used with the device. No ointment was applied to the area. There was no excessive force used on the device. The catheter was replaced as the intervention/therapy required due to the adapter issue and the remedial action. The treatment continued and was completed after the remedial action was done. There was eventual blood loss of 3 ml (milliliters), and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: d6b, g3: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the luer adapter was cracked. It was reported that the luer adapter was cracked and leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the luer adapter. Overtightening the luer adapter can cause excess stress on it, which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, it was found that the blue (venous) luer adapter had a crack (blue end) and leak. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other defects/damages visible on the product at the time of the event. Flushing was performed with normal results. The catheter was repaired, and tego was not utilized. There was no instrument used to loosen or tighten the device. Normal saline was the cleaning agent used on the device. The insertion site was disinfected and wiped with betadine prior to product placement. Bloodline and heparin caps were the other products used with the device. No medicated cream was applied. There was no excessive force used on the device. The catheter was replaced as the intervention/therapy required due to the adapter issue and the remedial action. The treatment continued and was completed after the remedial action was done. There was eventual blood loss of 3 ml (milliliter), and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, it was found that the blue (venous) luer adapter had a crack (blue end) and leak. The catheter was repaired and tego was not utilized. There was no instrument used to loosen or tighten the device. Normal saline was the cleaning agent used on the device. The insertion site was disinfected and wiped with betadine prior to product placement. There was no reported patient injury.